Manufacturer narrative:
Device evaluation: the evaluation/investigation is not complete. A follow-up report will be submitted when the evaluation is completed. Evaluation: conclusions - a follow-up report will be submitted when the device evaluation has been completed.

Event description:
The rotator broke during a left ventriculogram procedure. No harm or injury was reported. The customer reported three (3) defective devices but has not provided any additional information or clinical details for the additional events. The customer returned one device. Therefore, this single report will be submitted for this complaint.